Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung lobectomy, in preparation for disconnection of the bronchi, the device did not fire. When the device was ready to fire, the button was pressed but the staple was reopened. New reload was used to complete the procedure. There was no patient injury.